Manufacturer narrative:
Device evaluation: the batch number is unknown; therefore the manufacturing batch records for the complaint device cannot be reviewed. As received, the specimen consists of the distal 8.65cm of one-1 unidentified hydro gw; returned loose and double-bagged within "zip-lock" style poly biohazard pouches. After wiping the specimen with a gauze pad soaked with blood-bank saline, the specimen was subjected to visual and tactile examination. The specimen coating appears visually and tactile consistent when examined at 1x - 18 inches, unaided, wet. The specimen presents an as received length of 8.65cm due to a cut through the wire, with melt/burn and bend damage to the metallic core wire and the polymer jacket material over the proximal 1.88cm. Microscopically the specimen coating appears to be worn and abraded, consistent with clinical use. The material proximal of the cut damage is not included with the returned wire. At this time it is not possible to assign a definitive root cause for the event as reported. As stated in the warnings section of the device instructions for use: "use extreme caution when using a laser, making sure to avoid contact with the zipiwre hydrophilic guidewire. Direct contact may cause damage to the wire and/or sever the wire." Reviewing all details to date, it appears that clinical and or procedural factors may have impacted on the reported event. If additional relevant information is provided, a follow-up medwatch report will be submitted.

Event description:
The doctor had a guidewire break of in a ureter the other day. I have the piece in my office. He may have hit it with a laser. There were no reported patient complications. The procedure was completed with another zipwire.